Event description:
It was reported the patient underwent a reverse total shoulder arthroplasty to treat a proximal humerus fracture, after which metal fragments were detected on follow-up imaging and surgery to remove them was scheduled. Postoperative radiographs immediately after the procedure were reported as normal. During a routine follow-up approximately one month post-implantation, radiographs showed metal fragments, and a procedure to remove the residual fragments was scheduled. The patient developed an infection at the site where the fragment remains. The patient was scheduled for surgical removal of the fragments. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. H6: proposed component code: mechanical (g04) - impactor. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.